Event description:
Caller alleged false negative hcg results with the first step pregnancy test. Customer reports that this has occurred on several occasions and only seems to happen with lot hcg2100254. No other info was provided.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cut-off hcg urine control, and 3 high level hcg urine controls. All results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the info provided. Product deficiency was not established. This issue will be tracked and trended. Corrective action is not required at this time.